Event description:
It was observed that during the device evaluation, the camera head exhibited a scope communication error e221 and cable malfunction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the e221 scope communication error was due to the cable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.